Event description:
A user facility clinical manager (cm) reported that a combiset defect was identified while a patient was performing hemodialysis (hd) treatment, which resulted in patient blood loss. Additional details were provided upon follow-up with the cm and a nurse familiar with the event. Approximately thirty minutes into the hd treatment, one of the patient care technicians noticed that the arterial and venous pressures were a little high. However, the pressure readings were within range and there were no alarms from the machine, a fresenius 2008t. Upon inspection of the setup, a kink was noted in the bloodline on the arterial portion just prior to the blood pump. The line almost looked ¿flattened¿ or ¿pinched¿. At the location of the defect, the nurse said there was a gap where no blood appeared to be present within the line. There were no leaks identified. The nurse confirmed the bloodline was inspected prior to use, as this is standard protocol, and there were no defects noted at that time. As a precaution, the patient¿s treatment was stopped and the blood was not returned. Estimated blood loss (ebl) was 300 ml. There was no patient serious injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on the same machine. The sample was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.